Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was coagulopathic. They had multiple blood product transfusions to correct and a circuit change on (B)(6) 2026. A second complaint of this was noted on (B)(6) 2026. The patient had evolving disseminated intravascular coagulation. There was bleeding at canulation site and central line sites. The circuit was exchanged.